Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
This pt experienced declining performance with her cochlear implant. An integrity test showed 12 malfunctioning electrodes. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.